Manufacturer narrative:
The driveline and shoulder pack were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the log files revealed 2 vad disconnect alarms have been logged on april 29, 2016, confirming the reported event. The first vad disconnect alarm occurred at 18:39:15 and had a motor start at 18:43:09, leaving a pump off time of approximately 4 minutes. The next vad disconnect alarm occurred at 20:17:40 as a result of the controller being inspected in the ER. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the vad disconnect alarm was the reported dropping of the controller. Serial number (B)(4) - shoulder pack / catalog number 2060us / expiration date 12/31/2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware® waist pack, heartware® shoulder pack, and patient pack are used to safely secure, store and carry the controller and batteries. They can be used in or out of the hospital, when resting, sleeping or ambulating. One controller and two batteries fit into each of the carrying cases. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the patient that the strap of his shoulder bag came loose at the connection and the bag dropped causing his driveline to disconnect from his controller.&#2056;e fumbled but reattached the driveline and came to the ER to be checked out.&#2056;e was concerned that the "perc" lead connector was damaged.&#2069;pon further evaluation, all parameters and waveforms appeared normal and no abnormal alarms other than the vad stop alarm were reported.&#2068;he driveline was disconnected and the connector and port on the controller looked to be normal as well.&#2068;he controller itself is fine. The device was not exchanged. There was no patient injury as a result of the device issue.